Event description:
The customer reported while running an hcv assay, using a hand held intermec barcode wand, read a sample barcode incorrectly as "0132865577" instead of "013fm65577". Software support dialed into the oas system and obtained the system logs and determined the probable cause of the barcode misread was due to either the barcode wand or a keyboard entry. No death or serious injury was associated with this event.